Event description:
It was reported that the ventilator stopped delivering volumes to the patient. The patient started to desaturate and was bradycardic and was transferred to another ventilator. Final patient outcome was no injury. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by the user facility. After user facility investigation, the ventilator was returned to the manufacturer for investigation. The ventilator was working as expected in the simulated use test. Robustness testing of the oxygen and air gas modules in aim to try to reproduce noise and/or deviation in gas concentration was showing a tendency for the oxygen gas module to oscillate. Our conclusion is that the deviation with the oxygen gas module has no relation to the reported event. According to the received device log files, during the period from july 6 to july 8, there are several episodes of high leakage. Before the event there are several alarms for airway pressure high, indicating that there may be a resistance in the pathway to the patient lung. It could potentially be a kinked or blocked tube, blocked expiratory filer, mucus in the endotracheal tube or airways. The reported event is concluded to be at 5:53 pm on july 8 where a leakage of 36% suddenly appears. The ventilator triggers alarms for peep low, patient circuit disconnected, pressure delivery restricted, apnea and expiratory minute volume high. 6:02 the ventilation mode was changed from nava to pressure control and directly after, the patient was removed from the ventilator with alarms according to design. Our investigation found that the o2 gas module has tendencies to oscillate and was most probably the cause to the reported noise. The cause of the stop in volume delivery is most probably due to a leakage in the patient circuit. Our conclusion is that the reported stop in volume delivery was not related to a technical failure in the ventilator. The event log shows that the ventilator tried to deliver the volume to the patient according to settings. The ventilator delivered and alarmed for the situation according to design.

Event description:
Manufacturer's ref #: (B)(4).